Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. Due to this, the customer was unable to obtain readings and experienced a loss of consciousness. The customer was administered insulin (dose/type unknown) for treatment by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (storage state) indicating insertion failure. There was no watermark at the base of the tail (indicating that the sensor was not applied correctly). No failure modes were observed upon visual inspection of the plug assembly. This complaint is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device. Due to this, the customer was unable to obtain readings and experienced a loss of consciousness. The customer was administered insulin (dose/type unknown) for treatment by family member. There was no report of death or permanent injury associated with this event.